Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a non-functioning device. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole in the proximal end of the cylinder and a hole in the kink resistant tubing from sharp instrument. Tool marks were present on the proximal end and middle of the cylinder. The first cylinder had wear at fold in the distal end. The cylinder did not pass the leakage testing due to the krt had a leak from sharp instrument damage. The first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder was microscopically inspected and had wear at fold in the middle of the cylinder. The second cylinder had a hole in the proximal end of the cylinder from sharp instrument. The second cylinder had tool marks along the cylinder body. The second cylinder did not pass the leakage testing due to a leak from sharp instrument in the proximal end of the cylinder. The momentary squeezed pump was microscopically inspected. It was worn to the filament. The ms pump passed the leakage and functional testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a non-functioning device. The ipp was explanted and replaced. There were no patient complications reported.